Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of the procedure and the diagnostic procedure was completed as planned without the use of iws (interventional work station). The philips field service engineer (fse) inspected the system onsite and confirmed that there was a failure of the input signal in flexvision screen. The fse determined that the issue is due to the vwcb (video wall connection box) failing to turn on. The fse connected the power cord of the iws to the vwcb, then the vwcb turned on. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision monitor lost signal. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.